Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-12250, batch 67482 suture cutter was received for investigation. Visual inspection identified that the functionality of the cutter tip was impeded due to breakage of the distal end of the device at the tip pin. The broken portion of the cutter was retained at the distal end of the device, although only one of the two pins at the tip could be visualized. Although the components at the cutter tip could not be accurately measured due to the degree of damage present, the overall suture cutter shaft fell within design specifications. The observed condition is most likely the result of dropping the device or smashing the device into solid materials.

Event description:
It was reported that during a shoulder arthroscopic procedure, the tip of the ar-12250 would not work. The case was completed by using a new ar-12250 without further issue. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.